Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 1cm superior imprecision was observed. The surgeon was placing k-wires for a l1-s1 fusion. Revision of the k-wires was required on the right side of the patient. The site was using an orbic c-arm alongside the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. Following the revision, there was no impact on patient outcome.